Manufacturer narrative:
Baxter received and evaluated the device. A device history review/service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported missing labels which was observed. Evaluation observed direction of flow label missing. Visual inspection observed that the label was missing, which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had missing label of flow. There was no patient involvement. No additional information is available.